Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 did not close completely and continued to fail. The field service engineer (fse) guided the customer to perform a drawer recovery, which was successful. The fse removed the drawer and inspected the rails, confirming that they were in good condition. The fse identified that the latch sensor had dislodged from its locking position, removed the latch assembly, and reseated the latch sensor correctly. The fse then tested the drawer using test software, and the customer validated the functionality, confirming that the issue was resolved. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager failed and the drawer 6 failed to close, which located on (B)(6). The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.